Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the collimator would intermittently get stuck closed and result in a system lock up. There was no patient injury or death reported.